Manufacturer narrative:
Device evaluation: one cadd solis pump was returned for investigation in used condition. No physical damage was found on the pump. A review of the event history log evidenced the following: on (B)(6) 2020 11:14:49 am high alarm displayed: cassette not attached properly. The following tests were performed: close latch and dso pressure range test. The customer reported problem (alarms every time latch is closed) was duplicated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor was replaced to correct the product problem.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited alarm every time the latch was closed. No patient was involved in this event. No adverse effects were reported.